Manufacturer narrative:
The device was not returned.

Event description:
It was reported that an asymptomatic patient presented in the operating room for a pulse generator change due to normal battery depletion. During procedure, it was discovered that the set screw of the pulse generator appeared to be stripped. The device was explanted and replaced. The patient was stable post-procedure.